Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.50 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessives vaulting. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
The lens was returned dry in a lens case/ vial. Visual inspection found the lens haptic bent. Dimensional inspection found the lens within specifications. (B)(4).